Manufacturer narrative:
PMA 510(k): unknown, as specific part and lot numbers for the complainant plate were not provided. Complainant part is no longer expected for return. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown va-lcp medial distal tibia plate. This report will address the patient pain that prompted a revision procedure. The intra-operative events will be captured in and reported under (B)(4). This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & weight not provided by reporter. Unknown when pain started. This report is for unknown plate/unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A total hardware removal of plate and screws was performed on (B)(6) 2015 due to patient pain. It is unknown if x-rays were taken pre-operatively. While the two variable angle locking screws were being removed, the screws broke upon removal. The plate was intact and remained integral at time of removal. The plate was noted as a 2.7mm/3.5mm variable angle lcp medial distal tibia plate. There was no surgical delay, no fragments or additional intervention required. Procedure completed successfully and all hardware was removed. This report is 1 of 2 for (B)(4).